Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high and variable superior vena cava (svc) impedance values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the svc coil alert and svc coil were programmed off.